Manufacturer narrative:
Manufacturer ref no: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion). The patient was a (B)(6) year old female in the pediatric oncology care area. The patient was receiving doxorubicin(unknown dose) vtbi: 20.8ml to be infused continuously over 20 hours at a rate of 1.04ml/hr. The nurse discovered the medication was not infusing and there were no alarms in relation to this occurrence. The pump was swapped to another pump immediately upon discovery and the patient continued with therapy. There was no patient injury and no medical intervention was required as a result of this interruption in therapy. The amount of time in the interruption in therapy is unknown.

Manufacturer narrative:
(B)(4). Baxter received the device. A device history review revealed no issues that could have caused or contributed to the reported issue. During baxter's functionality testing, reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. The device had been evaluated for an unrelated symptom however, no related device malfunction was observed. The reported under infusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Baxter evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported issue could not be reproduced during the device evaluation. The event history log review was completed and did not note any events that indicated and/or contributed to the reported symptom. Functional testing did not reveal any flow rate issues . The device was determined to meet all product specifications related to the reported event. The reported "device was not delivering the medication to the patient"' was not verified. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.